Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermitent far field r-wave (ffrw) oversensing within the atrial blanking timing period as expected function. It was noted that device function did appear to be impacted and that the device was functioning as programmed. The lead remains in use. No patient complications have been reported as a result of this event.